Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in australia it was reported that patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was 780 mg/dl at the time of the event and got treated with insulin bolus.the blood glucose was high for 1-2 hours. No further information available.